Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 3 months. The pump was not explanted. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. On (B)(6) 2015 the patient was diagnosed via CT scan with a subarachnoid hemorrhage centered in the region of the left middle cerebral artery trifurcation. The CT also revealed a parenchymal hemorrhage in the front left temporal lobe with surrounding low attenuation, and an additional smaller focus in the left frontal lobe. CT with angiography did not reveal evidence of an acute or subacute transcortical infarction, and showed patent anterior and posterior circulations of the brain without occlusion, stenosis or aneurysm. The patient's carotid and vertebral arteries were without stenosis or dissection. It was reported that the test results indicate that the multifocal findings could possibly be due to an infectious etiology. A CT scan of the chest showed no intrathoracic fluid collections along the lvad inflow and outflow tracts that would suggest lvad infection. There were several soft tissue masses seen along the anterior abdominal wall and left lower chest wall which are not significantly changed from the prior exam. The patient's aspirin and persantine were discontinued and vitamin k and fresh frozen plasma were given. The patient's inr goal was changed to be less than 1.5. A repeat CT scan did not reveal any significant change in the subarachnoid hemorrhage and confirmed the focus of parenchymal hemorrhage in the left temporal lobe. While still hospitalized on (B)(6) 2015 the patient was found pale and unresponsive with no detectable respirations or blood pressure. The patient was intubated and advanced cardiac life support was initiated to treat pulseless electrical activity arrest. The patient's pupils were fixed and dilated, and with the recent history of subarachnoid hemorrhage the decision was made to withdraw support. The patient expired on (B)(6) 2015. Incidentally, at an unspecified point in time, the patient had been diagnosed with large desmoid tumors and was receiving chemotherapy.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Infection, sepsis, bleeding, stroke, and cardiac arrhythmia are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.